Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2019. The patient stated that she was experiencing urgency that was causing her pain and she believed she was not emptying her bladder. The patient mentioned she turned down her stimulation to see if that would help. The patient was advised to please contact her clinician. No diagnostics/ troubleshooting performed. No interventions/actions were taken. No further complications were reported or are anticipated.